Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus service operation repair center (sorc). Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Osmc guessed that the reported event was caused by the defect of the spare lamp due to filament disconnection. The filament disconnection of the spare lamp may have been caused by vibration. If significant additional information is received, this report will be supplemented.

Event description:
A user reported that an error (e207) occurred and the spare lamp was defective. There was no report of patient injury associated with this event.